Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).

Event description:
A surgeon reported that iop (intraocular pressure) control was not able to be used continuously during surgery, so they turned iop control off to complete the case. There was no harm to the pt.